Manufacturer narrative:
This information was not provided during initial report. Additional information has been requested. Investigation is on going; no conclusion can be drawn as no device was returned. Review of the manufacturing records has been requested.

Event description:
Patient implanted with cervical spine locking plate and screws at c5-c7 on (B)(6) 2011. One week postop, it was noted that the plate and screw construct angle had changed. Patient was revised on (B)(6) 2011 to another plate. This is the 1st of 5 reports submitted on this event.